Event description:
It was reported that due to issues experience with the device the surgeon completed the surgery in a different manner than planned, extending the surgical time for 40 minutes and with no further impact on the patient